Event description:
Physician reported as leakage of the access port seen on x-ray after weight gain.

Manufacturer narrative:
Strain relief. Medwatch sent to FDA on: 30/mar/2009. Visual examination of the returned device determined the access port tubing connector to be a strain relief. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."